Manufacturer narrative:
Other text: one pump was received for investigation. This device has not been serviced in the past, no service history to review. A visual inspection was performed, there was a crack on the battery compartment door, dso seal bubbled, and power switch found defective. A functional test was performed by using a dose cord and 50ml cassette. The reported event that the housing is damaged and downstream occlusion bubble problem was verified by visual inspection. However, the power switch is defective and unable to power up. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump's housing was damaged and a downstream occlusion bubble was observed. No patient injury reported.

Manufacturer narrative:
Operator of device is unknown; no further information was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.